Manufacturer narrative:
The insulin pump was received with intermittent up and down button response due to corroded keypad traces. No button error alarmed during testing. The pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and broken pump belt clip slot. No moisture damage was found inside the pump. (B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was unknown. The customer stated that he was working in the rain when the pump alarmed button error. The customer stated that the act and escape button are not working properly. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.